Event description:
It was reported that the implantable cardiac monitor could not be interrogated. The device remained implanted. No further information was available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicated the device was explanted.

Manufacturer narrative:
Final analysis confirmed the reported complaint of unable to interrogate due to premature battery depletion. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
Following fields deleted: device evaluation anticipated, but not yet begun.